Manufacturer narrative:
Concomitant: 5076-58 lead: implant date: (B)(6) 2014.

Event description:
It was reported that the patient experienced shortness of breath and was lightheaded. There was a polarity switch observed with the right atrial (ra) lead and impedance had been low for a while. Recently, the impedance increased in unipolar mode, sensing p-waves dropped, and the thresholds had risen. In addition, there were high rate episodes which looked like lead noise, and the lead may not be capturing. Follow-up with the clinic indicated that the lead is being monitored for now and remains in use. No further patient complications have been reported as a result of this event.